Event description:
Complaint coordinator reports a home pt having a broken clamp on the transfer set. The pt observed this before dialysis. The transfer set has been in place less than 6 months. No pt injury or medical intervention was reported in the initial complaint.